Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy due to double counting during an episode of a slow ventricular tachycardia (vt). The system was reprogrammed and data reviewed by technical services who confirmed an aberrant conduction. No other adverse patient effects were reported.